Manufacturer narrative:
Three attempts were made to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the interrupted image could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii video system center picture in picture was switching itself off without any buttons being pressed. There were no reports of patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was recommended to check the video connection to the device on both ends. It was also suggested to try a different scope to ensure that the issue is with the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.